Event description:
The customer reported low bgs. The paramedics were called out and treated the customer's low bgs. Troubleshooting was performed. The customer indicated that the pump had an intermittent response to button press. Explained that button response may be delayed if pump performs a self-check during a button press.